Event description:
The pumps finished in advance.

Manufacturer narrative:
Information received for this complaint was incomplete. The actual infusion times, fill volumes, and the actual samples were not available from the customer. No adverse event was reported. No determination can be made as to what may have occurred with this device. As no lot number was provided, the device history record and the lot history cannot be reviewed.